Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the reported issue could be confirmed. The device alarmed with "panel connection lost" on the day of the event. It is important to emphasize that no patient was involved at the time the alarm occurred. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. The most probable root causes for the communication interruption are a defective cable between the ip and vu or a defective esm. To date, despite several reminders, the manufacturer has not received any additional information or confirmation regarding whether the issue was resolved. Therefore, the exact root cause cannot be determined. Hamilton medical ag considers this case closed.